Event description:
The complainant states that the tip of the total hip femoral prosthesis impaction instrument broke during surgery. The broken fragment could not be retrieved and remains inside the pt. A previous event for this sanme pt was reported under a seaprate medwatch report form. No other info was provided to co.